Manufacturer narrative:
Follow-up # 1 date of submission 02-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: the pump was powered on with functional and audible alarms. The volume of the sound was 69.0 decibels (db) which was within specification. The initial complaint was unable to be duplicated. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and there was moisture observed on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was reported that the pump was constantly "vibrating and buzzing". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.